Manufacturer narrative:
After further review of additional information received the following have been updated accordingly: date received by MFR, type of reports, if follow-up, what type?, additional MFR narrative. Additional information received on 10/12/2016 states that the patient was initially admitted on (B)(6) 2016 for acute epistaxis. During his admission, his inr was stable but the ldh rose to greater than 2800 with ast greater than 250. Patient was started on heparin but later switched to bivalirudin due to a low platelet count. Relevant patient history includes: lacunar cva and recurrent tias. Based on the available information there is no indication of any device malfunctions or performance issues, although clinical factors may have contributed to the reported event include anticoagulant therapy and related comorbidities. In addition, lvad pump candidates often possess risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. Pharmacological and clinical factors related to anticoagulation therapy may also have contributed to the reported event. Though the root cause cannot be conclusively determined, there are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Additional information was provided via the clinical study database on 12/7/2016. The patient presented to the hospital on (B)(6) 2016 with epistaxis and fatigue. Nasal packing was subsequently performed to control the bleeding. The patient was reported to also have dental bleeding on (B)(6) 2016. On (B)(6) 2016, the patient had a lacunar infarct with altered mental status. The modified rankin scale (mrs) score was 1 (no significant disability). The patient went into respiratory failure on (B)(6) 2016 and was intubated for three days. Tracheostomy was performed. Blood cultures were taken on (B)(6) 2016, and were positive. The patient had a bacterial pulmonary infection and was treated with intravenous antibiotics. Elevated pump parameters were detected on (B)(6) 2016. Hemolysis was noted. The patient was treated with intravenous anticoagulation and thrombolytic. Thrombus was not confirmed and there was no evidence of a device malfunction. The patient again went into respiratory failure on (B)(6) 2016 and was intubated until death on (B)(6) 2016. Support was withdrawn per family wishes. No further information was provided. Bleeding and stroke are known potential complications associated with all patients implanted with vads as outlined in the instructions for use (IFU).  A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation.  The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. Sepsis is a potential event that may be associated with use of the product. The instructions for use (IFU) provides guidelines to reduce the occurrence and severity of infection.    Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections.  Other contributing factors also include the patient's body type and nutritional status, placement, position and size of the vad, tension/ trauma to the driveline exit site, and duration of time on vad support.  According to the instructions for use (IFU), respiratory dysfunction is a known potential complication associated with the use of this device and with the progression of complex patient clinical scenarios. The instructions for use (IFU) and patient manual addresses guidelines for optimal patient management. Hvad pump (B)(4) was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the controller log files was not performed since the log files were not available for analysis. With a review of the available information there were no device malfunctions or performance issues that would impact the event. Clinical factors that may have contributed are multifactorial and may be attributed to medical treatment, progression of disease, anticoagulation therapy, and patient comorbidities. Sepsis is associated with homeostatic abnormalities ranging from isolated thrombocytopenia and/or subclinical activation of blood coagulation (hypercoagulability). In addition to required adequate anticoagulation, lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. Though the root cause of the reported event cannot be conclusively determined there are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines) to avoid thrombus formation while the system is implanted. Death is a potential event that may be associated with use of the product. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Furthermore, these benefits apply to patients being bridged to heart transplant, patients receiving permanent support (destination therapy), and those being supported with the expectation for myocardial recovery. Hvad pump (B)(4) was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the controller log files was not performed since the log files were not available for analysis. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported by the mechanical circulatory support specialist that the patient expired approximately 14 months following lvad implantation. The official cause of death was cardiac arrest secondary to left ventricular assist device pump thrombus. The pump was not explanted and will not be returned. The physician deemed the death device-related. No further information was provided.